Event description:
It was reported that, "the item 5570-t-060, offset adapter, popped into the #6 trial baseplate, and it would not release, using the appropriate tool, item #6543-4-801. The assistant pushed hard and the instrument broke. Had to open the implant and use it in order to trial. Added 10 minutes surgery time."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same patient/event as MFR #2249697-2010-01157.